Event description:
It was reported that high lead impedance was detected during normal mode and system diagnostic tests. The physician was not aware of any patient trauma that may have contributed to the high impedance. The output current was lowered, but the device was not disabled per the physician's decision. The patient is being referred for revision surgery. However, it has not occurred to date. Lateral x-rays were performed on (B)(6) 2012, and they were received by the manufacturer. Based on the x-ray images provided, the cause for the reported high impedance is unknown. The presence of a microfracture in the lead or a lead discontinuity in the portion of the lead that was in the chest (which could not be visualized) cannot be ruled out. As the generator cannot be visualized, an assessment on the insertion of the lead connector pin cannot be performed, so incomplete pin insertion cannot be ruled out as well.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.